Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported maxplus connector cracked while connected to a PICC line. There were no more details of this event, and no patient harm was reported.